Manufacturer narrative:
A supplemental MDR is being submitted for additional information from the engineering evaluation. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Complex imagery was received, and the reported event was confirmed through imagery review. Imagery was provided and reviewed by edwards proctor and the following was observed: tee at implant shows 2-3 pvl (mild total) jets anterior-medial, anterior-lateral, and lateral. Pod1 echo shows moderate pvl anterior-lateral and a mild pvl medial. The pvl jets seen on tte from (B)(6) 2023 appear unchanged. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander delivery system with s3ur, japan was reviewed and severe adverse events include 'hemolysis, paravalvular or transvalvular leak'. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for paravalvular leak was confirmed based on provided imagery. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. As reported, 'post sapien 3 ultra resilia implant, pvl was trivial and at the same level at discharge of the hospital. However, at one month follow-up, the condition had worsened to moderate. No abnormalities were observed in the implanted position of the valve' annulus area was 428m2.' As noted, it was reported that patient had valve area 428mm2, which falls in the recommendation range for thv size 23 mm per IFU (338-430 mm2), so the potential root cause of undersized thv was eliminated. In addition, as reported, patient had severe aortic valve calcification. Bulky calcification can create irregular contact between the pvl skirt and target site (native annulus), resulting in paravalvular leak as reported and as observed. As such, available information suggests that patient factors (calcification) may have contributed to the complaint event. Per the instructions for use (IFU), hemolysis is a known potential adverse event associated with the thv procedure and the use of the edwards thv devices. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Red cells may break down due to mechanical damage, such as from artificial heart valves or heart-lung bypass; or they may be destroyed due to defects in the cells themselves. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that since this was a borderline case with sizing, using the smaller 23mm size and overfilling with +1cc could have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Although the complaint for paravalvular leak was confirmed, a complaint history review is not required, as the issue has been previously identified in a pra, which captures root cause analysis for the issue. Initial investigation did not show any evidence that an edwards defect contributed to the reported event, therefore no corrective actions are required. A CAPA was initiated for further investigation.

Event description:
As reported by our edwards lifesciences japanese affiliate, based on pre-procedural measurements, a decision was made to implant a 23 mm sapien 3 ultra resilia valve with an additional 1 cc of volume over the 26 mm size. Post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia valve, trivial paravalvular leak (pvl) was observed. Approximately one month post tavr procedure, the pvl worsened to moderate and there were signs of hemolysis. There were no abnormalities noted with the implant position of the valve. A pvl plug closure procedure has been planned to resolve the event. Additional information received via article noted that 'the physician is thinking that the influence of skirts is the strongest factor in hemolysis'. 'Comparison data between s3 and s3ur submitted (perhaps not yet to european society of cardiology (esc). There was no significant difference in hemodynamics between s3 and s3ur, but a statistically significant difference in the pressure gradient was observed. The average values of blood test data for s3 (n=270) are as follows. Pre: hb 11.8[10.8-12.8], ldh 209 [185-240]. Post(1m): hb 11.5 [10.6-12.5], ldh 285 [248-337].

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from an article. The following section of this report has been updated: update to b4, b5, b7, g3, g6, h2, h6, h10. The investigation is ongoing.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, a landing zone with an elliptical shape, and valve under or oversizing. Edwards extensively trains physicians before they are qualified to use the sapien thv (all models). The thv training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive; however, the event could be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : device remains implanted.

Event description:
As reported by our edwards lifesciences japanese affiliate, based on pre-procedural measurements, a decision was made to implant a 23 mm sapien 3 ultra resilia valve with an additional 1 cc of volume over the 26 mm size. Post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia valve, trivial paravalvular leak (pvl) was observed. Approximately one month post tavr procedure, the pvl worsened to moderate and there were signs of hemolysis. There were no abnormalities noted with the implant position of the valve. A pvl plug closure procedure has been planned to resolve the event.